Event description:
An aus device was impalnted, date not indicated. The cylinders were revised on 9/18/89 and 11/22/94. The pump was revised in 10/20/95. The entire device was removed from the pt on 8/8/96 due to infection.